Event description:
A 2.5 mm x 20 mm sprinter legend rx dilatation balloon catheter was inserted into a pt for the treatment of a circumflex lesion. The lesion morphology was little calcification with 80% stenosis. The sprinter legend was advanced to the lesion site successfully. It was reported that the physician attempted to inflate the balloon and the balloon would not inflate. The device was removed from the pt. After the device was removed, the physician noted that the balloon had a leak. The lesion was successfully treated with another balloon and a stent. No clinical sequelae were reported and the pt is stable.

Manufacturer narrative:
Results: (80% stenosis, little calcification). Conclusions: (80% stenosis, little calcification). Eval summary: medtronic has received the device and its analysis has been completed. The shaft was bent, most likely as a result of coiling. Negative purge was carried out on the device and a constant stream of bubbles was seen in the syringe, indicating that there was a leak in the device. When an attempt was made to inflate the balloon using an indeflator; the device could not be inflated past 3 atms, similar to that referenced in the event description. A radial leak was noted on the proximal balloon over the distal side of the proximal inner shaft marker band. There were no sharp edges noted on the proximal marker band. Additional info received from the field confirmed that the device was inspected prior to use with no issues noted. A negative prep was not carried out on the device prior to insertion. Typically, the damage noted to the balloon is consistent with the balloon material being pressed against the inner marker band, as the device is being advanced through tight stenosis; therefore, it appears most likely that this is the root cause of the event. Please note that this device (lot number 9995079) is distributed outside the united states.